Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the ilet displayed alert 38 indicating a consecutive motor stall with failure to infuse, and despite multiple restarts, the alert persisted until the user performed a dry run and changed the infusion set (contact detach 6 mm, 23 in), after which the alert resolved; blood glucose was 245 mg/dl and the user reported no symptoms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and assessment of device component involvement. Investigation of this case revealed a device motor involvement consistent with a communications-related problem and a failure to infuse that led to stalled motor alerts, which was mitigated by replacing the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.